Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that bio-ID was not working and there was no light coming from the bio-ID. A technical support specialist (tss) confirmed that the customer reported bio-ID was functioning properly after the reboot. The customer can use bio-ID to log into the station successfully. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bio ID was not working and no light. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.